Event description:
It was reported the pt is not receiving adequate stimulation. Lead diagnostics showed invalid impedance values for the scs lead. X-rays showed the lead has migrated. Follow-up identified the physician plans on scheduling a lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.